Manufacturer narrative:
The customer reported that after replacing a switch, some of the telemetry devices were in communication loss on the central nurses station (cns). Restarting the cns did not resolve the issue. Biomedical engineer reports that they got a new switch which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that after replacing a switch, some of the telemetry devices were in communication loss at the central nurses station (cns).